Event description:
Date of event is unk. It was reported to boston scientific corp. In 2009, that a radial jaw 3 pulmonary single-use biopsy forceps was used during a procedure performed the following month. According to the complainant, during the procedure, significant resistance was encountered after catching tissue when the physician tried to remove the device from the pt. Under endoscopic image, the site observed that the jaws did not close and were not aligned correctly. The physician managed to remove the device from the pt and complete the procedure with another radial jaw 3 pulmonary single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Additional info received eleven days later, indicated that the original device was able to be opened and closed once it had been removed from the pt.

Manufacturer narrative:
Would not close. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.